Event description:
A us distributor reported that an electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with a monitor) has been confirmed. The electrode belt was unable to communicate with a monitor. Upon investigation, the cable connecting the trunk cable was cut, severing multiple wires. The root cause for the damaged cable could not be positively identified. There was no adverse event that resulted from the damaged belt.